Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts to obtain the device have been made with no return to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an cesarean section procedure on (B)(6) 2019 and barbed suture was used. The fixation feature detached when sewing during the procedure. Changed to another one to complete the surgery. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdm876 batch number, and no non-conformances were identified. It was received for analysis an empty opened foil, an opened labeled winding former and a dispensed needle/suture of product code sxpp1a405, lot pdm876. During the visual inspection of sample, the swage and attachment area were as expected. Slight marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab were broken. In addition, a side of fixation tab was returned for analysis, the piece was examined and only was noted cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the fixation feature detached when sewing during the cesarean section¿.